Event description:
It was reported that the patient¿s ilet insulin pump was damaged after a fall, resulting in a broken or cracked screen and a nonfunctional device that was no longer water resistant, and a replacement was arranged with education on backup therapy and data handling. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and continued therapy via backup as advised. Investigation included remote troubleshooting and user education with verification of shipping and device information. Investigation of this case revealed physical damage to the pump consistent with impact, affecting the display component and overall functionality, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated external physical damage due to impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.